Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that she experienced inaccuracy in cgm values during an extreme low. She reported that her receiver did not alert her because, her sensor readings were significantly higher than what her bg reading (cgm >200 mg/dl, bg 30 mg/dl). Pt was taken to the emergency room and was treated with sugar water and an IV. Pt was fine at the time of her call to dexcom technical support.